Event description:
It was reported that during a surgical procedure at the user facility, a cut was discovered in the cuff. There was bleed through at the surgical site but no significant blood loss. The patient did not require additional blood or any type of medical intervention. The case was completed successfully.

Manufacturer narrative:
The reported event was duplicated upon functional inspection of the returned unit. The device was not able to maintain pressure. Visual inspection disclosed there was a rupture/tearing in the unit, which was causing the air/pressure leakage.

Event description:
It was reported that during a surgical procedure at the user facility, a cut was discovered in the cuff. There was bleed through at the surgical site but no significant blood loss. The patient did not require additional blood or any type of medical intervention. The case was completed successfully.